Event description:
It has been reported to philips that the wireless foot switch's middle foot pedal was not working and therefore acquisition was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, it was not possible to perform exposure runs via the wireless footswitch, while the fluoroscopy and light switching functions were available. The issue occurred during a procedure, which could be completed by using the wired footswitch. A philips field service engineer (fse) inspected the system on site and confirmed that the exposure pedal of the wireless footswitch was not working. To solve the issue, the fse replaced the wireless footswitch and its base station. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use, the wired footswitch should be connected to the system if the wireless footswitch is not functioning. The wired footswitch was available for the customer to continue the procedure. Based on the investigation results, philips concluded that the complaint is not reportable.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.